Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficultly loading multiple new cartridges. The customer's blood glucose level was 361 mg/dl. The customer indicated that a bolus would be administered. The customer was able to load a new cartridge successfully.